Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 2/02/2012 with the following findings: the audio bolus button was found to be unresponsive. Unrelated to the event the display was found to be dim.

Event description:
The pump has been returned and was evaluated by product analysis on 2/02/2012 with the following findings: the audio bolus button was found to be unresponsive. This report is being made based on evaluation results.